Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer was treated for the low blood glucose with food and glucose tablets. The customer mentioned that they had issues regarding their pancreatic cancer since (B)(6) 2019 and had to have surgery to have their parodic gland removed for hypothyriodism. The customer was not wearing their insulin pump during the surgery. The customer mentioned that their insulin pump has delivery issues ever since they had surgery. The customer was assisted with troubleshooting but decided to return the insulin pump for analysis.